Event description:
It was reported device removal difficulties and patient spasms occurred. A procedure was being performed with a comet ii pressure guidewire. After equalization, the comet ii was advanced through the proximal rca (right coronary artery) lesion. The distal tip of the wire would not fully advance past the lesion. The physician attempted to pull back on the wire, but was unsuccessful. After several attempts, a mamba microcatheter was advanced over the comet wire but would not track through the 6fr catheter. A 1.5mm balloon was then advanced over the comet wire and inflated over the distal sensor area in the lesion. The wire was able to be pulled back about 8mm. The physician then removed everything as a system; the wire, catheter and balloon. The wire successfully dislodged and was removed. It was later reported that the physician believed the distal end of the comet tracked into a very small side vessel and caused severe spasms. Several doses of nitroglycerin and verapamil were administered, and the spasms subsided.